Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported receiving a shock from the device and that it knocked him off his feet. The patient then noted following up with his physician who told him the pacemaker part of his device had malfunctioned and that he has an upcoming appointment to have the device reprogrammed. No other adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.